Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a device performance decrement with intermittent sound that is too soft. Re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.